Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the sensor was inserted on (B)(6) 2024 and user's sensor was removed at the (B)(6) 2024 due to an infection at insertion site and had symptoms of pain and drainage of pus.the user was prescribed antibiotics (amoxicillin) for the infected insertion site.according to the latest update,insertion site has healed, and user will get inserted with a new sensor on the other arm.this incident does not require further investigation.

Event description:
On 01 october 2024,senseonics was made aware of an incident where user reported that his sensor was removed due infection at insertion site. User was having symptoms of pain and drainage of pus.